Event description:
It was reported that during an unk procedure, pph did not deliver completed staple line. It is unk how case was completed. There were no adverse consequences to the pt.

Manufacturer narrative:
(B)(4). (B)(4). Info anticipated, but unavailable at this time.